Manufacturer narrative:
(B)(4). Lot#: 270115023. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, retain testing, and system risk analysis. The batch record was performed and no anomalies were identified that would affect the functional specifications of the product. Supplier evaluation was not required as the issue was not identified to be a functional or manufacturing issue. Retain testing was not performed as it was not identified to be a manufacturing issue. The system risk analysis (sra) was reviewed for the issue of expired product and the risk was determined to be "low risk." The assignable cause of the issue is failure to follow instructions. The customer stated they were using the product beyond the 14-day reuse period. The instructions for use (IFU) states the product must be discarded after 14 days even if the test strips indicate a concentration above the minimum effective concentration (mec). A customer letter is being sent providing proper use of the product. Asp will continue to track and trend the issue. No further investigation is required at this time.

Manufacturer narrative:
Ni

Event description:
A customer reported using cidex opa solution after its 14-day use life, and the load was released and used on patients. There are no reported injuries. The customer stated cidex opa solution was used in an aer and that it was tested and met the minimum effective concentration (mec) of 0.3%. However, the instructions for use (IFU) of cidex opa state the product must be discarded after 14 days even if the test strip indicates a concentration above the mec. This event is being reported since the solution was beyond the 14-day reuse life and the scopes cannot be guaranteed to have been high level disinfected.